Event description:
Risk management department notified on 4/27/92 that an autospy had been done on a patient and that a bjork shiley heart valve had been removed. Patient family and attorney from bjork shiley calling pathology lab wanting the valve. (Pt. Had been a visitor in our facility when she became diaphoretic and was taken to the emergency room. She expired the next day). Preliminary autospy information reveals: severe pulmonary edema/congestion secondary to malfunction of cardiac prosthetic valve. Explanted at autospy. Valve was not put in at our facility. By history implany=ted at another facilityinvalid data - regarding single use labeling of device. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, other, other. Results of evaluation: other. Conclusion: device failure occurred and was related to event, device failure directly contributed to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: other. Invalid data - on device destroyed/disposed of status.